Manufacturer narrative:
Concomitant medical products: 2000ml b. Braun eva mixing bag dextrose 5%, magnesium sulfate and sodium acetate; therapy date unknown. The customer¿s report of an unknown chemo infusion event occurring in (B)(6) 2016 could not be confirmed. Although the event details were unknown, the investigation of the device did identify an infusion taking longer than expected. The infusion system received had a drug bag labeled with mesna, with the dates on the bag being (B)(6) 2016. The associated pcu event log review for this date period found that on (B)(6) 2016 at 10:40pm this drug was programmed to infuse at 83.3ml/h with a vtbi of 2100ml; the infusion duration is approximately 25 hours. In addition, 2 delayed start events were programmed during the infusion, for a total calculated delay duration of 1 hour and 24 minutes; the programmed delayed infusions were restarted prior to the completion of the delay periods, and the infusion should have completed on (B)(6) 2016 around 12:15am, but the infusion was found to have run longer than 26 hours and 24 minutes by approximately 2 more hours. It is believed this may be the event that was intended to be reported. Additional vtbi's were entered twice prior to the device being turned off at 2:18 am on (B)(6) 2016. What could not be ascertained from the log was the actual bag volume. The bag labeling indicated a total volume of 2,000ml but the user programmed the vtbi at 2100ml. Testing and inspection of the returned pump module and disposable set found no malfunctions and the system to be infusing within specification. The root cause for the reported unknown chemo infusion event, believed to be associated with an infusion identified in the device log taking longer than expected, could not be identified.

Event description:
The customer reported an unknown chemo infusion event occurred in (B)(6) 2016. The customer is requesting an evaluation of the devices before placing them back into service. Although requested, no event or patient information is available.